Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4) crtd; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted due to a system upgrade and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.